Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he got the transmitter replacement. Customer left the transmitter on the charger still not working. Customer's blood glucose was 01 mg/dl. No further information provided.